Manufacturer narrative:
Insulin pump was received with normal operating currents and no unexpected off no power, low battery or battery out limit alarms noted. Unit had intermittent button response due to corroded keypad traces. No numbers scrolling up noted. Unit had cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported via phone call, that the numbers on the insulin pump scroll, without any input from the customer. Customer's blood glucose level at the time 46 mg/dl. Treated with food. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.